Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities did not store an induced vf episode. The information suggests that the arrhythmia was externally induced during induction testing, and the device did not provide therapy for the arrhythmia. Review of the arrhythmia logbook did not identify the rhythm. Three additional inductions were performed, and the device functioned appropriately. Technical services (ts) discussed that, in order for the rhythm to not store an arrhythmia, it would have had to been programmed off. The local representative believes the device had been programmed to monitor only, but will interrogate the device to re-evaluate.